Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the circulatory support specialist that the patient experienced a yellow wrench alarm when connected to the power module. The patient was able to create an alarm when he manipulated the black power lead of the system controller. The system controller was exchanged and the alarm was resolved.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and the reported alarm was confirmed during analysis. During functional testing, the power cable disconnect alarm occurred when the black power lead was maneuvered. When the system controller was run by just the black power lead, a yellow battery alarm became active and progressed to a red battery alarm. During further investigation, it was found that the brown conductor (battery gauge line) of the black power lead was damaged. This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further information is available. The manufacturer is closing its file on this event.